Manufacturer narrative:
The device was received for evaluation. During visual inspection, the interlink injection site sub-assembly was observed broken from the female luer lock adaptor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink i.v. Catheter ext set "injection site was moved off". This issue was identified during patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.